Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The product was evaluated. A review of data log was performed and failed because there was an indication of an inaccurate cgm. The allegation was confirmed. The probable cause could not be determined via data and product. No injury or medical intervention was reported.